Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The field service report showed the following: the housing was exchanged. The device was cleaned. Safety inspection passed. The customer's complaint was confirmed, blood was adhered to the inside of the device. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source had liquids inside the device, potentially via ventilation grille. The issue occurred during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.